Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they turned the patient and now the arctic sun device keeps alarming 14 (patient temperature 1 probe out of range) and will not resume therapy. Explained the patient temp 1 probe out of range alarm 14 was typically due to a short in the temperature probe or the cable. Nurse stated they will change the rectal probe and call back if they continued to have issues. Nurse called back at 10:37 am, they were still receiving the alarm 14. Confirmed the probe was plugged into the cable and the temperature cable was plugged into the pt1 port on the back of the device. Recommended nurse change the temperature cable if they have any extra cables on hand. If not, suggested they check with biomed for extra cables or swap from a device not in use if needed.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they turned the patient and now the arctic sun device keeps alarming 14(patient temperature 1 probe out of range) and will not resume therapy. Explained the patient temp 1 probe out of range alarm 14 was typically due to a short in the temperature probe or the cable. Nurse stated they will change the rectal probe and call back if they continued to have issues. Nurse called back at 10:37 am, they were still receiving the alarm 14. Confirmed the probe was plugged into the cable and the temperature cable was plugged into the pt1 port on the back of the device. Recommended nurse change the temperature cable if they have any extra cables on hand. If not, suggested they check with biomed for extra cables or swap from a device not in use if needed.